Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose is 47 mg/dl. Customer started sweating and groaning, spouse called the paramedics. Customer was transported to hospital and admitted. Hospital treated with IV sugar water. This incident has happened three times in three months. Customer stated that the insulin pump was exposed to MRI in june. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.